Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving shocks. A review of the electrograms revealed that the shocks were a result of oversensing. One episode resulted in therapy exhaustion. Testing of the vectors were performed and no vector provided optimal sensing. In addition, x-rays were reviewed and the s-ICD appears to be lower than optimal while the electrode is higher than optimal. The data was submitted to boston scientific technical services (ts) for review and to provide guidance on the best course of action for this patient. No adverse patient effects were reported. A ts consultant reviewed the data and confirmed that the episodes were a result of t-wave oversensing. In two of the episodes, the inappropriate shock caused an initiation of a ventricular fibrillation (vf) which was sensed and a 80 joule shock was delivered which converted the arrhythmia in both cases. The ts consultant discussed additional troubleshooting to help determine the best sensing vector for this patient and that repositioning the system should be considered. The patient was seen again and the physician proposed a revision of the s-ICD system. The patient refused to undergo the repositioning and instead will have a transvenous system implanted in a few weeks. The s-ICD system will be explanted at that time. No adverse patient effects were reported

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The s-ICD system was successfully explanted. No additional adverse patient effects were reported.